Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The balloon catheter has been received and is currently being evaluated. The investigation is underway.

Event description:
It was reported that the pta balloon ruptured on the second inflation at 12 atm while being used in an av fistula in the forearm. Upon retracting the balloon catheter through the introducer sheath, the balloon detached and remained in the sheath. The balloon was removed together with the introducer sheath as a single unit. Another pta balloon was used to complete the procedure. There was no report of injury to the patient.